Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4. Visualization was difficult due to the anatomy. Two clips were implanted, reducing mr. After removal of the steerable guide catheter (sgc), it was observed the second clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr remained 2-3. No additional treatment is planned. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.